Event description:
Bone on bone [joint disorder] ([subtherapeutic response]) case narrative: this case is cross linked to case (B)(4) (multiple devices- right knee). Initial information received from united states on 30-aug-2019 regarding an unsolicited valid serious case received from a patient. This case involves a 74 years old male patient who experienced bone on bone (latency: unknown), while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included apixaban (eliquis) for a blood thinner. The patient used synvisc for about 6 years total. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (synvisc), intra-articular injection, in left knees, at dose of 2 ml, weekly (lot - unk) for osteoarthritis. The information on lot number was requested. The patient reported that he used the earlier version where he received one injection a week for three weeks in a row. The patient stated the hylan g-f 20, sodium hyaluronate worked really well and fabulous but after about a month after receiving his last round of injection the results wore off (therapeutic response decreased). On an unknown date, after unknown latency, the patient had bone on bone and had knee replacement surgery for it. (The patient was hospitalized for this and intervention was required). On an unknown date in 2019, few months back, the patient started experiencing shoulder pain. The patient went to see the doctor and had x-rays and had osteoarthritis in shoulders and patient had shoulder pain few months back and received a cortisone shot in shoulder. The patient had been doing therapy. The patient was on eliquis for a blood thinner so was limited to paracetamol (tylenol) for a pain medication. Relevant laboratory test results included: x-ray - on an unknown date: [osteoarthritis in my shoulders]. Action taken: not applicable. Corrective treatment: knee replacement surgery for bone on bone. Outcome: unknown. A product technical complaint was initiated for synvisc for (lot: unknown) on (B)(6) 2019 with global ptc number(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was (B)(6) 2019. Additional information was received on 09-sep-2019 from gemg. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Bone on bone [joint disorder] ([subtherapeutic response]). Case narrative: this case is cross linked to case (B)(6) (multiple devices- right knee). Initial information received from united states on 30-aug-2019 regarding an unsolicited valid serious case received from a patient. This case involves a 74 years old male patient who experienced bone on bone (latency: unknown), while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included apixaban (eliquis) for a blood thinner. The patient used synvisc for about 6 years total. On an unknown date prior to 2011, almost 9 years I the past, the patient started using hylan g-f 20, sodium hyaluronate (synvisc), intra-articular injection, in left knees, at dose of 2 ml, weekly (lot - unk) for osteoarthritis. The information on lot number was requested. The patient reported that he used the earlier version where he received one injection a week for three weeks in a row. The patient stated the hylan g-f 20, sodium hyaluronate worked really well, fabulous, patient had no adverse reaction and was very satisfied with the results of the treatment but after about a month after receiving his last round of injection the results wore off (therapeutic response decreased). On an unknown date, after unknown latency, the patient had bone on bone and had knee replacement surgery for it. (The patient was hospitalized for this and intervention was required). On an unknown date in 2019, few months back, the patient started experiencing shoulder pain. The patient went to see the doctor and had x-rays and had osteoarthritis in shoulders and patient had shoulder pain few months back and received a cortisone shot in shoulder. The patient had been doing therapy. The patient was on eliquis for a blood thinner so was limited to paracetamol (tylenol) for a pain medication. As of unknown date, patient had inquired as to whether hylan g-f 20, sodium hyaluronate was on a track to be approved by the FDA for use in shoulders with osteoarthritis as the patient suffered with that in both shoulders and had been told by his orthopedist that hylan g-f 20, sodium hyaluronate could be a possible treatment but that medicare was not paying for it, as the injection was not being approved for such use by the FDA. That was the sole purpose of his inquiry. Patient did not find any need to fill out any questionnaire about adverse reactions but definitely be interested in being a part of the study if it would be for shoulders. On an unknown date relevant laboratory test results included: x-ray and it showed osteoarthritis in shoulders. Action taken: not applicable. Corrective treatment: knee replacement surgery for bone on bone. Outcome: unknown. A product technical complaint was initiated for synvisc for (lot: unknown) on 09-sep-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was 09-sep-2019. Additional information was received on 09-sep-2019 from gemg. Global ptc number and ptc results were received and text was amended accordingly. Additional information was received on 26-sep-2019 from the patient: clinical course updated and text was amended accordingly.

Event description:
Bone on bone [joint disorder] ([subtherapeutic response]). Case narrative: this case is cross linked to case (B)(4) (multiple devices- right knee). Initial information received from united states on 30-aug-2019 regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) years old male patient who experienced bone on bone, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included apixaban (eliquis) for a blood thinner. The patient used synvisc for about 6 years total. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection, in left knees, dosage unknown (lot: unk) for osteoarthritis. The information on lot number was requested. The patient reported that he used the earlier version where he received one injection a week for three weeks in a row. The patient stated the synvisc worked really well and fabulous but after about a month after receiving his last round of injection the results wore off (therapeutic response decreased). On an unknown date, the patient had bone on bone and had knee replacement surgery for it. (The patient was hospitalized for this and intervention required). On an unknown date in 2019, few months back, the patient started experiencing shoulder pain. The patient went to see the doctor and had x-rays and had osteoarthritis in shoulders. The patient had been doing therapy. The patient was on eliquis for a blood thinner so was limited to tylenol for a pain medication. Relevant laboratory test results included: x-ray on an unknown date: osteoarthritis in my shoulders; action taken: not applicable; corrective treatment: knee replacement surgery for bone on bone; outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.